Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Review for the day of treatment shows during the side cut of the reported treatment the warning message 'vacuum exceeds limits - treatment is aborted' appeared and the system aborted the treatment. The warning message was shown because the suction value for suction two was oscillating at the lower limit. Before restarting the aborted treatment the user renewed the vacuum check successfully. This time during preparation, the user aborted the treatment. After that, the user restarted the treatment again and finished without other issue. The reported suction break is most possibly caused by the movement of the patient´s eye which caused the system exceeds the lower warning limit and aborted the treatment. No technical failure can be identified by reviewing the logfile. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a suction break during flap creation of the right eye. The laser settings were adjusted to complete flap creation; after two unsuccessful attempts due to patient movement the flap was completed on the third attempt. The flap was lifted without any difficulty and excimer treatment was completed without additional problems. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye